Event description:
It was reported that the prior to being implanted the patient had a seizure. The patient was administered with keppra and oxygen. No additional information is available at this time.